Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, the nozzle was clogged. The event occurred during reprocessing. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: the forceps channel had a pinhole and was leaking, switch 1 was leaking, there was insufficient angulation, the light guide lens was cracked, the bending angle in the up direction did not meet the standard value, the insertion section was slightly scratched, and there was heavy angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.